Manufacturer narrative:
The acual set screw involved in this occurrence was not evaluated, however, this occurrence was evaluated by the design and development product manager overseeing the pedfuse project. Spinefrontier investigation into this matter determined that the failure was most likely due to user related factors (cross threading) which allowed for some of the distal set screw thread to shear off. There is also a potential that the user should have used a reducer as outline in the pedfuse surgical technique to compensate for any issues relating to the rod not been fully reduced in the tulip, conditions such as these would have made it difficult to insert the locking cap therefore leading to cross threading. A review of the pedfuse system labeling determined adequate warnings against cross threading was considered and in alignment with the current risk mitigation's, in light of this, no further actions are necessary at this time.

Event description:
On (B)(6) 2018, it was reported that the pedfuse reset locking caps shed a strip of metal while tightening during surgery.